Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient started using this pump in the past few weeks. The patient was given two pumps and remotes to alternate, yet the remote that did not use activates every night to pair with the pump, even when it was powered off. There have been multiple instances where the remote failed to pair with the pump, leading to calls to accredo for assistance they have several issues with bluetooth, requiring them to reset the pump. The patient stated that they pulled the battery out of the pump and then put it back in to get it to function properly. This had occurred twice out of the four times the cassette had been changed. There was patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Customer reported issue "the remote will not pair with the pump, goes off every night to pair with the pump" was unable to be confirmed complaint due to the device not being returned. Based on information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Service history was unable to be reviewed as the serial number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.